Event description:
It was reported that a 2 level plate locking mechanism broke partially during insertion of the screw. The plate remains in the patient but the surgeon noticed that the locking mechanism seemed bent over the top of the screw. No adverse consequences to the patient were reported.

Event description:
It was reported that a 2 level plate locking mechanism broke partially during insertion of the screw. The plate remains in the patient but the surgeon noticed that the locking mechanism seemed bent over the top of the screw. No adverse consequences to the patient were reported.

Manufacturer narrative:
The customer reported event was confirmed by the stryker rep. The surgery was successfully completed and device remains implanted. Lot # was not provided, therefore, manufacturing records review could not be completed. Conclusion: the potential root causes includes: screw not fully seated below spring bar, incorrect screwdriver used to remove seated screw, poor visibility of spring-bar, spring-bar damaged prior to use,screw over angulated during insertion, blocker locked before visual confirmation of screw below spring bar, insufficient spring bar strength.